Manufacturer narrative:
One used lf1723 device was received. An evaluation of the sample confirmed an issue that would contribute to the reported condition, but did not confirm the reportable condition of inadequate sealing. Simulated use found a regrasp alarm would occur with activation, preventing the device from completing the seal cycle. Disassembly found the issue to be due to a gray wire near the jaw that was damaged. The damage appeared to occur from a kink in the wire that became more pronounced during use until the wire had a short. The kink is attributed to damage that occurred to the component prior to manufacture. Updates have been implemented since the manufacture of this lot to mitigate this issue. An additional issue was found during evaluation of damaged insulation. Visual inspection found a piece of the over-mold insulation on the top of the jaws was missing. The investigation identified the root cause of this issue to be rough handling of the device during use. No trend has been associated with this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during use in a procedure, the device performed an incomplete seal after an end tone was heard. A new device was used to continue the procedure, and there was no patient injury. An additional issue was found during evaluation of the returned sample. Visual inspection found the over-mold insulation on the jaws was damaged and a piece is missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during use in a procedure, the device performed an incomplete seal after an end tone was heard. A new device was used to continue the procedure, and there was no patient injury. An additional issue was found during evaluation of the returned sample. Visual inspection found the overmold insulation on the jaws was damaged and a piece is missing. The customer was notified and confirmed that no piece of the device detached during the procedure.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during use in a procedure, the device performed an incomplete seal after an end tone was heard. A new device was used to continue the procedure, and there was no patient injury.

Manufacturer narrative:
Sections updated in accordance with investigation findings included with previous report. If information is provided in the future, a supplemental report will be issued.